Manufacturer narrative:
Additional information: b5. Correction: d1, g1. B5: upon follow up, it was reported that the patient changed transfer set after 8 months. D1: the reported product is an unknown vantive transfer set. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described to be "patient has not changed the transfer set for a long time and constipation". The peritonitis was manifested by cloudy pd effluent and constipation. It was reported the patient was not hospitalized for the event. From the same day of peritonitis diagnosis, the patient was treated with amikacin injection (100mg, once daily, intraperitoneal, discontinued), vancomycin injection (1gm, once daily, intraperitoneal, discontinued) and meropenem injection (500mg, twice a day, intraperitoneal, discontinued) for peritonitis. At the time of this report, the patient recovered from the events. Pd therapy is ongoing. It was not reported whether the patient and caregiver were retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.